Manufacturer narrative:
06-jun-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
No adverse event reported. Fallen off - oral-b [device breakage]. Case narrative: adult consumer via phone stated that the oral-b trizone toothbrush heads fell off of their oral-b toothbrush while brushing their teeth. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
No adverse event reported [no adverse event] fallen off - oral-b [device breakage] case narrative: adult consumer via phone stated that the oral-b trizone toothbrush heads fell off of their oral-b toothbrush while brushing their teeth. No injury was reported.